Manufacturer narrative:
The leads under complaint were not returned for analysis. This report is thus based on the analysis of the ICD itself as well as the inspection of the quality documents associated with the manufacture of these particular devices. The manufacturing processes for the ICD and the leads were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during manufacturing. The final acceptance tests proved the devices functions to be as specified. Upon receipt, the ICD was interrogated, revealing the battery status eos. The device was implanted for 74 months and 58 charging cycles were recorded to the device memory. The memory content of the device was inspected. The inspection revealed that the eos status was triggered by the device after it was explanted, presumably resulting from an automatic capacitor reformation in a cold temperature environment. The amount of charge taken from the battery was verified and found to be normal and as expected. The device was subjected to an electrical analysis. The eos status was removed with a technical programmer and the ability of the device to deliver therapies was tested. The ICD functioned as expected. Furthermore, a sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal. The inspection of the available iegms revealed the presence of noise in the rv channel, which presumably resulted from a lead damage. There was no indication of an ICD malfunction. In conclusion, the ICD showed no anomalies. The battery depletion was normal. There was no indication of a material or manufacturing problem of these devices.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the device was explanted due to eri status approx. 74 months after the implantation. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021. Furthermore, there is a suspicion that the leads are fractured. Both leads were extracted after an implantation period of approx. 125 months. An exact explant date was not provided.